Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: h3, h4, h6: the DHR of product code: 283910000, lot : 300160, was electronically reviewed and no non-conformances were observed during the manufacturing process. The product was released on: 09.02.2021. Qty: 47. Visual inspection: confidence spinal cmt sys, 11c (part# 283910000, lot# 300160, qty# 1) was returned and received at us customer quality (cq). The whole kit was received at cq. Upon visual inspection, it was observed that the cement was hardened inside the injector body and cement mixer. Some portion of the hardened cement was found inside the transfer adapter. All other components were received in unopened packages. Functional testing: the functional test was failed to perform on the returned device as the cement was solidified. Can the complaint be replicated with the returned devices? Unable to perform. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Document/specification review: the following drawings were reviewed: confidence final packaging assembly, confidence mixer kit, confidence pump kit packaging, no design issues or discrepancies were noticed. Complaint confirmed? No. Investigation conclusion: the complaint condition is being confirmed for the confidence spinal cmt sys, 11c (part# 283910000, lot# 300160) as the cement was hardened inside the injector body and cement mixer. A definitive root cause cannot be determined for the reported complaint condition. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues, or discrepancies were observed that may have contributed to the complaint condition. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D7: it is unknown if this single-use device was reprocessed and reused. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Additional narrative: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 the patient underwent for a surgery. During the surgery, when using the confidence spinal cmt sys, 11c, it was noticed that it became hardened and unable to use. The surgery completed successfully without delay. The patient outcome was unknown. This complaint involves one (1) device. This report is for (1) unk - plates this report is 1 of 1 (B)(4).